Manufacturer narrative:
H3: one device was received for evaluation. The reported problem was verified by accuracy testing. The root cause of the problem was that the expulsor was over the specification. The expulsor was replaced to correct the issue. The device then passed all functional tests after the repair.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails accuracy 13%. There was no patient involvement.